Event description:
It was reported that on (B)(6) 2022, the patient underwent a removal procedure due to broken trochanteric fixation nail advanced (tfna); it was noted the nail failed because of non-union (B)(6). The broken nail was removed successfully. This report is for a tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative part (B)(4), lot 97p3846: manufacturing location: monument. Manufacturing date: (B)(6) 2021. Expiration date: (B)(6) 2031. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.